Manufacturer narrative:
D4 & h4: as the asset is server, serial number was kept blank. Upon investigation of the actual device used in this incident, it was determined that the server was down. A technical support specialist verified that the issue was from the information technology (it) end and contacted the hospital information technology (hit) server enterprise team for further investigation, sharing the report. The tss verified with the customer that the servers were back online, but the stations remained in disconnected mode. Attempts to dial into one of the stations confirmed it was still disconnected. Despite checking the remote smart service (rss) for the servers, they continued to show offline. The tss informed the customer that the servers were still offline on rss, even though they appeared online from the customer's end. The issue was identified as being on the it end and was subsequently resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.